Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with foreign body embedded in central flap left eye (os). Topical steroid dosage increased. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of dry eye, haze and blurry vision in the left eye. Patient reported symptoms are not interfering with daily activities. Foreign body removed in the left eye. Visual acuity symptoms improving left eye. Bcva from (B)(6) 2018: right eye pre-op 20/20 -3.25 x -.75 x 0, left eye pre-op 20/20 -3.00 x -1.00 x 14. Bcva from (B)(6) 2018: left eye post-op 20/30 -.50 x -.25 x 20.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.